Event description:
It was reported that the device was used during a ob/gyn procedure. The jaw broke off during the procedure. The jaw fell into the patient and was retrieved without incident. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. The analysis results confirmed that the device was returned with the distal tip of the blade broken off and present. During functional testing on a generator, the device gave an error code 5. The location of the break is inside the tube proximal to the tissue pad. The analysis concluded that the blade cracked and broke off due to contact with the inner tube. A possible cause is due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube.